Manufacturer narrative:
(B)(4) ¿ infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent caesarean section on an unknown date and topical skin adhesive was used. Following the procedure, the patient developed an infection and cellulitis in the incision. The topical skin adhesive was removed approximately 5 to 7 days after placement, to allow for treatment of the infection and cellulitis. The physician opined it was unknown if the patient symptoms were related to the topical skin adhesive. It was reported there were some issues taking the dressing off and petroleum jelly was used to remove the topical skin adhesive. The patient experienced pain during removal of the topical skin adhesive. Additional information has been requested.